Manufacturer narrative:
According to the customer, when she squeezes the brake on the left side, the unit will not lock. The right side is locking okay. Per the customer, she fell while using the rollator due to the brake not locking. The rollator fell out in front of her. Customer states she is sore, her knees and legs are very sore. No mention of any other injuries, she did not seek medical attention and was able to get herself up after the fall. Customer mentions she is a disables adult. Customer was not willing to provide any additional information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when she squeezes the brake on the left side, the unit will not lock.